Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr got stuck with the wire. The 100% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.25 rotalink plus and 330cm rotawire and wireclip torquer were selected for use in chronic total occlusion. During the procedure, difficulty insertion was encountered, and it was noted that the burr got stuck with the wire and could not be removed. The device was removed together with the wire. The procedure was completed with a new wire and burr. There were no patient complications reported.